Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the incisor device was intact. No pieces appeared to be missing. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysteroscopy procedure, silver flecks from the blade fell off into the patient, and all were suctioned out of the patient. No patient harm.